Event description:
The office alleges four staff members between the ages 26-60 experienced a rash after using latex examination gloves. One person went to the dermatologist for a pre-existing condition and not because of the gloves. The other three staff members did not seek any medical attention.